Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 520 mg/dl and 500 mg/dl. The customer¿s other blood glucose was 221 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also stated that they keep receiving bolus not delivered even after going through whole process and also stated that insulin pump keeps timing out too fast while trying to deliver bolus. The customer also reported that they performed the displacement test and self test and able to passed the test. The insulin pump will not be returned for analysis.